Event description:
It was reported that the ilet bionic pancreas did not charge on a third-party wireless charging pad, requiring the user to move the device around on the pad to initiate charging, and a replacement charging pad was arranged for travel, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a charging issue of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.